Event description:
Clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, moderate balloon withdrawal resistance occurred. The lesion being treated in the index procedure was a 3.8x16mm, 69% stenosed, ostial lesion located in the proximal left anterior descending artery (prox lad). The physician treated the target lesion with successful placement of a taxus liberte' 3.50x20mm drug eluting stent. The post-procedure target lesion had 8% diameter stenosis. During withdrawal of the stent delivery system and the balloon from the prox lad artery after inflation, there was moderate balloon withdrawal resistance from the stent. The maximum balloon pressure was 20atm. The visual fluoroscopy confirmed that complete balloon deflation was achieved. The event was resolved by acceptance of aspiration of the guiding catheter. There were no reported complications. The patient was discharged 2 day later on aspirin, plavix and heparin. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.